Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that, as received, in 2 pieces was returned. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 6.8 cm ¿ 7.0 cm from the connector pin. The abrasion was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: previously reported g3 should have been jul 28, 2022 rather than jun 30, 2022.